Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent lead repositioning procedure. Patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7173147 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).